Event description:
The customer reported that the motor controller pcba was not responding. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer called multiple times reporting the same issue. Initially, when the customer reported the motor controller pcba was not responding, the part was on backorder. The customer called back, and the customer was provided a quote, however, the customer chose to repair the device on their own. H11: corrected data: during one of the previous calls, the customer reported receiving ec 1117, 1118, 1127, 111d, and 111b errors. At the time of the call, the customer was informed that the unit may have a faulty pm or mc pcb and to try a different pm pcb from a known good unit for troubleshooting purposes. The customer had stated that they would repair the unit on their own. During this call, it was documented that the event had occurred outside of clinical use.